Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with an unspecified thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced pericardial effusion, ventricular tachycardia and cardiac arrest that required pericardiocentesis, CPR, and medication. A pericardial effusion was noticed during an atrial fibrillation procedure. The patient's blood pressure dropped during ablation. The patient was in atrial fibrillation and had a run of ventricular tachycardia (vt) when the patient's blood pressure initially dropped. Ice (intracardiac echocardiography) was used to confirm a small baseline pericardial effusion in the left ventricle. The procedure continued and the blood pressure continued to go down until a code blue was called. The procedure was aborted. The medication (epinephrine) was administered and CPR was performed. A larger pericardial effusion was confirmed with tee (transesophageal echocardiogram). A pericardiocentesis was performed and about 700 ml of blood volume was removed from the patient. The patient was stabilized and sent to the ICU after pericardiocentesis. No surgical intervention was required. Patient improved. The physician's opinion on the cause of the adverse event was procedure and patient condition. No steam pop was evident. No error messages observed on biosense webster equipment during the procedure.